Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the cause was not determined, they are not turning the stimulator back on after their experience. Patient is currently keeping the stimulation off but is charging the battery once a week. Patient reported once they lose weight they plan to have the stimulator removed.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reported that they were laying in bed last night and they could feel the device and everything but then all of a sudden it stopped and it felt like they were getting stabbed with a bunch of pin pricks. Caller stated they lowered the stimulation and when they went to put it back up, they could not feel an increase in vibration so they turned it off. Agent walked caller through turning the stimulation back on. Caller was in group c and increased the intensity to 2.0 and still did not feel anything. Agent had caller try switching to other groups and increasing the intensity and caller was still not feeling anything. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned that they have called a couple times over the years with the p erson that put the device in and did the trial because they have pain around the battery and that bothers them and everyone keeps telling them they have to go to manufacturer because it's their device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.